Event description:
Surgeon indicated that one of his patients that has been implanted with a patient specific implant has developed post-operative hematoma. When the implant was removed, the hematoma went away, only to return when the implant was put back in.

Manufacturer narrative:
Add'l info has been requested. H3, h6: investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. H4: manufacture date could not be determined without a lot number.